Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor position encoder error and motor error alarm. The customer's blood glucose value was 167 mg/dl. Customer reported they received motor error during prime and was able to clear the alarm. Customer reported that motor position encoder error was in the alarm history. The device will be return for analysis.

Manufacturer narrative:
Unable to prime during prime/a33 test due to encoder signal out of phase. Insulin pump passed basic occlusion and displacement test. Unable to confirm motor error alarm due to prime anomaly.